Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. The results/method and conclusion codes along with investigation results will be provided in the final report. It was reported the abbott care team called a patient who stated their system had been explanted. The patient stated their body rejected the implant. No additional information was provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer number: 3006705815-2020-33390. It was reported that the patient's body rejected their scs system likely due to an allergic response. In turn, the patient underwent surgical intervention wherein the devices were explanted on an unknown date to address the issue. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.